Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
A preliminary analysis of the rotawire received with MDR ID# 2134265-2016-12091 revealed a fracture issue. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 1.25mm rotalink¿ plus and rotawire were selected for use. During procedure, it was noted that a abnormal sound was heard during ablation. The physician attempted to remove the device from the patient's body; however, it was noted that the tip of the burr was detached. The detached burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, upon review of this device, it was noted that the rotawire was fractured.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken in the middle of the device 314cm from the proximal section and the distal tip was not returned. Outer diameter of the distal end near to the broken section, middle of the device and the proximal section were within specification. The outer diameter of the distal tip and overall length of the device could not be measured due to the device condition. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
A preliminary analysis of the rotawire received with MDR ID# 2134265-2016-12091 revealed a fracture issue. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 1.25mm rotalink¿ plus and rotawire were selected for use. During procedure, it was noted that a abnormal sound was heard during ablation. The physician attempted to remove the device from the patient's body; however, it was noted that the tip of the burr was detached. The detached burr was removed together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, upon review of this device, it was noted that the rotawire was fractured.